Event description:
It was reported placement of this filter was successful and uneventful. Two days following placement the patient returned to the user facility and a pseudoaneurysm surrounding the vena cava in the area of the implanted filter was noted. The pt subsequently expired. No filter leg penetration of the vena cava could be determined. The co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. It was indicated initial filter placement was uneventful. No malfunction of the device was reported and to date co has received no confirmation this event was related to the co's device. However, without further details regarding the circumstances of this event, co cannot determine the exact cause for the event.